Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Event occurred during the week of (B) (6) 2009. Additional information received from the customer on (B) (6) 2009. Customer reported leaking at the most distal connector on the IV administration set 72023e at the connection to the t-extension set 20051e. The customer reported this has occurred more than once, has been an on going issue. No specific event details available for any of these events. No pt harm reported or medical intervention required. Though requested, no additional information was available. The IV administration and extension sets were requested but not received for investigation because the customer stated the products were discarded. No evaluation will be performed. Additional training on set connections was provided to the customer by the alaris sales representative.